Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A reimplant procedure was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced erosion leading up to the previous explant procedure. There were no device malfunctions associated with the explanted aus. The status of the patient was unknown. No more information available at the moment. Should additional information become available, it will be provided.